Event description:
The customer contacted beckman coulter (bec) reporting that the electrolytes have been drifting over the last few days on the olympus au681-10e clinical chemistry analyzer. The customer indicated that they had to calibrate multiple times to get accurate data. On (B)(6) 2013, the instrument generated erroneously high potassium (k) results and was reported out of the laboratory. By the time they contacted the doctor, the doctor had already sent the patient to the emergency room (ER). When the doctor in the ER drew the patient, they obtained a lower result and no change in patient treatment was given to the patient. The customer indicated that the erroneously high k result yielded a value of 6.9 mmol/l and when repeated the result was 4.5 mmol/l. Amended report was issued. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. The customer indicated that the ionized selective electrode (ise) was not working properly and requested service. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the mid-standard reference valve due to bubbles in the line from the reference valve to the reference block which caused ise results to drift, anion gap errors, and elevated k results. The failure mode is associated to a reference valve failure.